Event description:
It was reported that the dyonics power drill overheated during a procedure. No patient injury or complications were reported.

Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection did not find any issues. A functional evaluation revealed the unit was hot during testing. Evaluation of the device by the OEM found mechanical components within the device failed and require replacement. The complaint was confirmed and the root cause was determined to be a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.